Event description:
On (B)(6) 2019, a reporter for the patient (the patient's husband) contacted lifescan (lfs) USA, alleging that the patient's onetouch ultra2 meter displayed inaccurately high results compared to the patient's feelings/normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the meter began reading inaccurately around 1pm on (B)(6) 2019, when the patient obtained an alleged inaccurate blood glucose result of "165 mg/dl". The reporter stated that the result was high compared to the patient's feelings/normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of an inaccuracy. The patient manages her diabetes with novolog and lantus insulins (no adjustments). The reporter stated that after obtaining the "high" reading, the patient took 15 units of novolog insulin as the cca documented "she was advised by her doctor to take novolog every time her results are higher than 145 mg/dl." The reporter stated that a few minutes after taking the novolog, the patient felt "unusual and didn't feel well" and a short time later, "passed out and had a seizure". He reported that his wife was then taken to hospital where a blood glucose result of "26 mg/dl" was recorded on the hospital meter and the patient received "IV glucose" to increase her blood glucose level. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure and the test strips were within expiry date and had been stored correctly. The reporter did not have control solution to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and symptoms suggestive of a serious injury adverse event requiring medical intervention, after obtaining an alleged inaccurately high blood glucose result on the subject meter and administering increased insulin.